Event description:
Rptr indicated that the sites handheld computer would not turn on properly. The power light would come on while the handheld computer was plugged into the wall, but the unit would not turn on. Troubleshooting did not resolve the issue. The products have been returned to the manufacturer for analysis, but analysis is not yet complete.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.